Event description:
On tuesday (B)(6) around 1245pm, an x-ray tech was operating u-arm. While using buttons near tablet, to rotate the image receptor ((B)(6)) the unit continued to rotate after releasing button. The receptor moved unit reached its mechanical stop. This issue is similar to issue reported (B)(6) 2018. And happens to be same machine. Talked with dept supervisor on (B)(6) 2018 to set up time to come in and replace the tablet assembly. Was set up for friday (B)(6) 2018. Upon arrival found that replacement part that was sent by konica had a stuck button. At this time contacted the vendor to make them aware of issue with new part. After a series of calls and emails, it was determined that konica would come to troubleshoot. They made decision to disable the switch assembly located at the tablet. That was done today (B)(6) 2018. Similar issue happened, report filled out (B)(6) 2018 machine with same serial number.